Event description:
A (B) (6) male scheduled for cysto, stent removal & exchange for ureteral catheter. Large right kidney calculus noted. Zero tip stone basket used for removal. Upon pulling stone basket out of right ureter, basket broke with stone encased within the basket. Basket became lodged in right distal ureter. Pt then had intra-op ultrasound. Possible percutaneous nephrostomy tube insertion aborted. No hydronephrosis noted. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: retrieval of kidney stone.